Manufacturer narrative:
Reported event of impedance problem was not confirmed. The final analysis found that the device voltage was above the elective replacement indicator (eri) level upon receipt. Shipping history suggested that the programming on device occurred after it arrived at japan. Analysis of the device image indicated the device was within normal range of operation. Further analysis found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the pacemaker had defects during the acceptance inspection, and an alert of lead impedance error was recorded. There was no patient involvement.